Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they went to their healthcare provider's office on tuesday to meet with a manufacturer representative (rep) for some reprogramming, and stated that the rep zapped them. Patient noted the representative had the stimulation turned up too high. Patient reported that now, the stimulation was constantly zapping them and that their legs and back were constantly buzzing. Patient tried changing groups and programs. Patient can't turn the stimulation up past 1.5 on any group at all and reported that the stimulation was not giving them any pain relief. Patient noted that they wouldn't be able to see the doctor and representative until tuesday, so they were wondering if they should turn their stimulation off or if the agent could help them make adjustments over the phone. Agent reviewed information and advised patient to turn stimulation off. The patient was redirected to their healthcare provider to further address the issue.